Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The display passed the optical and functional investigation successful and meets the specification.

Event description:
On (B)(6) 2013, pt reported the infusion set was unintentionally released from the insertion device and shot across the room. This occurred when he moved the lever from the locked to unlocked position, and there is now ratting inside the insertion device as if something is broken. The insertion device was not dropped on a hard surface. The insertion device was replaced and requested for eval. No physiological effects were reported. And he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Product was received on (B)(4) 2013.